Event description:
The pt reported experiencing elevated blood glucose on 2 occasions. The first instance (date unk) her blood glucose measure over 600 mg/dl and she received an insulin infusion from her diabetes specialist. Approx 2 months ago her blood glucose measured 980 mg/dl and she felt very sick and vomited. She was transported by ambulance to the hosp (treatment received was not provided). The pt believes the infusion device does not accurately deliver insulin and does not properly display e6 (mechanical) error or e4 (occlusion) error. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.